Event description:
A malfunction alarm occurred, identified as malf 16, and the pump could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy for insulin delivery. Technical support arranged to replace the pump, confirmed the shipping address, and guided the customer on returning the faulty pump using a pre-paid label within ten days.